Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 560 mg/dl. Troubleshooting was declined for high blood glucose. Customer stated that insulin pump was not working. Customer performed self test on the insulin pump and the insulin pump did passed the test. Customer performed displacement test and did pass the test with no reservoir detected. The insulin pump will not be returned for analysis.